Manufacturer narrative:
Complaint statement (B)(4): received 100pcs of 450062/21l04c. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint to our supplier for their information. The customer did not allege a product malfunction/deficiency. Therefore, the complaint is closed as not justified.

Event description:
Customer states needlestick occurred. Phlebotomist was attempting a blood draw and the safety cap popped off. Phlebotomist attempted to place the safety back on the holder and was stuck with the needle in her thumb. When the account receives the holders, bags they come in contain at least 13 of the caps off the hubs.